Manufacturer narrative:
(B)(4). Physio-control isolated the issue to the main pcb assembly. However, the customer opted not to repair the device and removed it from service. A conclusive cause of the observed malfunction could not be determined.

Event description:
The customer reported that the device was showing a wrench icon during a scheduled inspection. Physio-control evaluated the device and found that it would not charge and deliver defibrillation energy. There was no patient use associated with the event.